Manufacturer narrative:
Device is a combination product. Synergy ous mr 3.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the mid-section of the stent with stent struts lifted. The crimped stent outer diameter was measured within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a kink at the wire exchange port site. This type of damage is consistent with excessive force being applied on the delivery system. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 01 feb 2019. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50 x 20 synergy drug-eluting stent was advanced for but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications nor serious injury were reported. However, returned device analysis revealed stent damage.